Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored multiple smartpass episodes due to asystole and a sudden drop in r-wave amplitudes. Device data was sent to technical services (ts) for review. Device data was revealed that this device also exhibited premature battery depletion. This device remains in service. No adverse patient effects were reported.